Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) was isolated to an open pulse wire in the cable connecting ECG "b" to the plug. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.